Event description:
It was reported that the patient presented to the hospital after receiving multiple inappropriate hv shocks. Review of egms revealed noise. The ICD was electively upgraded. The noise was not reproducible at the hospital during the changeout, so the physician elected to not do a lead revision.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.